Event description:
Caller states her child ingested the desiccant from the compact test strip vial. The caller contacted the poison center; the child did not require medical treatment and is currently fine. The material safety data sheet (msds) advises the user to "consult a doctor if symptoms persist." The caller discarded the test strip vial.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4): will not be returned to manufacturer.